Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was due to use error, poor aseptic technique. A labeling review was performed and found to be adequate. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of diarrhea and peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) and dianeal pd4 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date in (B)(6) 2011, the patient experienced diarrhea and peritonitis. The nurse reported a culture was performed on an unreported date and was positive for escherichia coli. Treatment and outcome for the diarrhea and peritonitis were not reported. On an unreported date in (B)(6) 2011, the patient recovered. It was not reported whether or if dianeal therapies were ongoing. The nurse believed that the event of peritonitis with culture positive for escherichia coli was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event. The sample is not available for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.